Event description:
According to the information the physician noted the blue line on tape, midline erosion through vaginal wall outwards abcess (infection) was also noted. Physician feels erosion is primary; infection is secondary.